Manufacturer narrative:
Philips service reconnected the data cable, which returned the device to service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a fluoroscopy fault occurred due to an hv generator issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.